Event description:
Patient came back, prineo was removed from the wound and dehiscence was noted. The patient was brought back to the operating room for surgery. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good item/lot number it is not certain if there were any quality issues against the raw material suture or the lot. However, customer provided two suspect items sxmd2b401 and sxmd1b409. A record review was performed for the finished goods lots purchased during the past six months for items sxmd2b401 and sxmd1b409. (B)(4) device history records for item sxmd2b401 were reviewed and (B)(4) device history records for item sxmd1b409 were reviewed. There were no non conformance's issued for these lots nor suture component lots. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the information provided. (B)(4) - item # and lot unknown.